Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration at dose via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient was having a pump revision in which the pump was being moved from the patient's abdomen to the back. The reason for the pump revision was a change in therapy with the cause being unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.